Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's reported infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 108. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported that he was experiencing pain from the pod the night after applying the device. The following morning, he reported that the site was red and there was a small ¿bump¿ under his skin. He went to the doctor and was prescribed antibiotics for the reported infection. Patient had worn the pod between 4 and 24 hours and his arm and his blood glucose levels had reached 16 to 17 mmol/l (288 to 306 mg/dl). He was able to successfully activate a new pod. No further information was provided.